Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-06431. It was reported the pt has been experiencing warmth and discomfort at the ipg site while recharging. It was also reported the pt has developed a red rash at the ipg site. At this time, the pt is using a charging belt and pouch to reduce the warmth and discomfort at the ipg site. The pt has also been using a medicated cream for the rash. The rash is healing well, but remains unresolved at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.